Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens). They reported that they were very sore from the procedure and was in pain since the surgery. The patient thought they had a uti due to the device and was in pain when urinating. No device issues were reported.